Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report.

Event description:
This report is filed because during removal the clip delivery system was stuck on the tip of the steerable guide catheter (sgc) and it was difficult to remove the sgc and clip from the anatomy. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The mitraclip delivery system (cds) was advanced to the mitral valve leaflets, however, positioning the cds was difficult due to the tilted, rotated heart. Leaflet grasping was performed with the clip placed in different positions, however; mr could not be reduced. The clip was not implanted. Attempts were made to retract the closed clip into the steerable guide catheter (sgc); however the clip got stuck at the tip of the sgc. Resistance was felt during removal of the sgc and cds at the groin area. The clip was unlocked, opened and retracted into the sgc to aid in removal. The sgc and cds were both removed from the patient anatomy without further issue. Once outside the patient anatomy a tear was observed on the tip of the sgc, however, there was no loss of tip material. The procedure was aborted. No clips were implanted. The mr remains 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional treatment has been planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported physical resistance while positioning the device and clip becoming caught on the soft tip, resulting in difficult removal, appear to be related to challenging patient heart anatomy. In addition, the reported difficult removal from the anatomy was a result of procedural conditions due to the clip arm being exposed outside the soft tip and interacting with the tissue at the access site; the clip was able to be opened and retracted into the steerable guide catheter for successfully removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.